Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient infusion set tubing got detached during use on 21-july-2024. The infusion set was in use for 2 days. The extended infusion set was inserted in waist. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure. E1: patient city: (B)(6). Patient country: united kindom